Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 368 mg/dl, later trending down to 337 mg/dl, with no reported symptoms and no confirmation of pump data due to inability to sync the ilet app. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention beyond routine monitoring and a pump infusion set change. Investigation included troubleshooting and education on connecting the ilet to the mobile app to enable data transmission, along with review of device use to the extent possible without synced data. Investigation of this case revealed an unclear cause of hyperglycemia, with a suspected infusion or delivery issue that appeared to improve after a set change, but confirmation of pump performance and dosing data was not possible due to unsuccessful app pairing. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient data. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.